Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information from the customer: the procedure was a robotic nipple sparing mastectomy, not a right colectomy procedure. They did a da vinci xi case, and it went great. The patient was doing well. They wanted to make their team aware of a device malfunction that had happened in the past. The insulated covering on the scissors was identified to be fractured twice throughout the operation. They had the accessory pieces saved but were not sure if they were needed to be returned or discarded. They filled out the appropriate paperwork. No arcing was observed, and no instrument collisions happened. They reviewed and verified that the technician was putting it on correctly. They had spoken with their robotic coordinators at the site, and it was thought that because the fatty tissue of the breast was acting as a lubricant, the insulated coating kept sliding down and then the natural and repetitive opening of the scissors was causing it to fracture. They came to this conclusion because they noted where the insulating coating was at the start of using the scissors. When they notice it was fractured, it appeared to be sliding down. They made note that no pieces were missing in the patient and that it was a clean fracture.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right colectomy surgical procedure, the monopolar curved scissors (mcs) tip cover was noted to have a crack in it two times throughout the case. Both times, the insulation cover was inspected, and no pieces were missing. The procedure outcome was unknown and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The tip cover was inspected prior to use with no damage or anything out of the ordinary observed. There was no arcing observed. There were no signs of thermal damage. They replaced tip cover accessory with a new tip cover accessory. The procedure was completed without injury or complication to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the two monopolar curved scissors (mcs) tip cover accessories and have been evaluated. The first monopolar curved scissors (mcs) tip cover was found to have tearing at the mouth on the distal end. The tears were axially aligned with the tip cover and measured approximately 0.169" in length. There were no signs of thermal damage present at the end of any tears. The second mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tears were axially aligned with the tip cover and measured approximately 0.168" in length. There were no signs of thermal damage present at the end of any tears. Further evaluation found the mcs tip cover accessory had gouges around the middle section of the accessory. There was no material missing and no signs of thermal damage were observed.